Event description:
Additional information was received from the patient. It was reported that the patient¿s battery had gone completely dead. The patient charged it back up to the max for eight hours and it all went back to its correct settings. The patient was not having a problem at the time.

Event description:
The patient reported the adaptive stim was no longer reading the laying down/right side position. It was noted that it displayed upright on the patient programmer when laying on the right side. The patient reported it was vibrating like crazy in that position in the upright setting, so the patient just turned it off. It was correct in the past and displayed correctly when laying on the back or the left side. The implantable neurostimulator (ins) was indicated for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.